Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2005 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to previous mesh failure. The patient experienced extrusion, infection, urinary problems, bowel problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that the patient underwent mesh removal on (B)(6) 2006 due to eroded mesh. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and an obturator sling was implanted. Concomitantly the patient underwent an essure, birth control insertion.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-03746. The same patient is represented in each medwatch.